Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was used for hemostasis during pci via an rfa approach. It was inserted into a 6 fr short sheath and used according to the normal procedure. Backflow stopped, and the device was then carefully withdrawn further, but there was no change in the visual indicator, and it came out as it was. Hemostasis was unavoidably achieved by manual compression. There was no reported injury to the patient. The device will be returned for evaluation.